Manufacturer narrative:
Visual inspection has confirmed the reported event as the screw fractured. The screw threads and the shank surface had wear damage. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that the abutment screw fractured during placement and was removed and replaced 1 month later.